Event description:
The customer contact reported the pt received less medication than intended. On an unspecified date and time, the device was programmed for continuous delivery of 5fu (fluorouracil), with a 240ml vtbi (volume to be infused), a 256ml container size and the delivery was started. No further programming parameters were provided. The customer contact reported the duration of the delivery was 5 days. The customer contact reported the pt returned to the clinic on day 4 of the delivery for a scheduled office visit. At that time, the nurse noted the container had more medication than expected. The device display indicated 184ml had been delivered and the volume remaining in the container was measured and was reported to be 186ml. The device was removed from clinical service. The physician was notified. The remaining volume was not delivered to the pt. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Therapy was resumed the following week with a replacement device. During testing at the user facility, the device passed testing. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. The pump history was downloaded and printed at the service center. A review of the history indicates the history was cleared by the user facility; therefore, there was no programming for the reported event date found in the history. This report represents all the info known by the rptr upon query by hospira personnel.